Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) leads. Over the last year, trending displayed a gradual increase in shock impedance measurements. Isometric testing was performed, and noisy signals oversensed were also observed in both rv leads. Additionally, non-sustained ventricular tachycardia (nsvt) stored episodes were also observed. Troubleshooting options were discussed. Subsequently, a revision procedure was performed, the rv leads were surgically abandoned and the ICD was explanted. New products were placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned ICD found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. -the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) leads. Over the last year, trending displayed a gradual increase in shock impedance measurements. Isometric testing was performed, and noisy signals oversensed were also observed in both rv leads. Additionally, non-sustained ventricular tachycardia (nsvt) stored episodes were also observed. Troubleshooting options were discussed. Subsequently, a revision procedure was performed, the rv leads were surgically abandoned and the ICD was explanted. New products were placed. No additional adverse patient effects were reported.